Event description:
It was reported that when attempting to analyze a patient during CPR, the device kept prompting to stop motion when there was no motion. After 5 minutes, the paramedics arrived and took over the patients care. The patient was not resuscitated.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy board pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assembly and determined that the root cause of the reported failure was due to ic chip, designator u7.